Event description:
The customer reported being at the emergency room due to high blood glucose. The customer mentioned that she was not feeling well and the blood glucose meter was reading high. The caller stated her glucose kept going up even after bolusing. Troubleshooting was performed. The time, date, and settings were correct. Assisted the customer to run the fixed prime test and the insulin did exit. Advised the customer to call back when the tubing clamp is available to continue testing. Then the customer stated that she has less than 20.0 units in the reservoir and had attempted to do the high pressure test, but the insulin pump did no alarm. Advised the customer to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.